Event description:
The safety shield barrel slid off the syringe while moving it to the safe disposal position. The locking mechanism was not bonded to the syringe hub collar. Event resulted in a needle stick injury to the user.